Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins was working but they noticed, for a couple of months, it is not working at all anymore, they can't get to the bathroom. Patient said they have tried to adjust it a little bit and they think the only therapy they have not tried is program 5. Offered and assisted patient to change to program 5 and increase confirming comfortable tingling sensation in the groin. Reviewed ins therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Redirected to their doctor. The patient mentioned other medical history. This included patient said in the past they have increased so far it was too strong and they decreased back down, so that went away, they have never felt stim in their pelvic floor only felt it in their buttocks, butt crack, cheek and sometimes where the implant is. The patient said they will see their heart doctor and know they are going to put them on diuretics and they are not looking forward to that.